Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported, the device did not deliver on line b. Line a of the device was programmed to deliver normal saline at a rate of 500ml/hr with a vtbi (volume to be infused) of 250ml and the delivery was started. After the delivery on line a was complete, line b of the device was programmed in the piggyback mode, to deliver an unspecified concentration of cisplatin, at a rate of 500ml/hr, with a vtbi of 500ml, and delivery was started. It was reported that an additional 250ml of normal saline was to be delivered after the cisplatin delivery was completed. The customer reported that one hour after the delivery was started, the nurse noted that none of the cisplatin on line b was delivered; however, all of the remaining 250ml of normal saline on line a was delivered. The customer contact reported that the programmed parameters were checked and noted to be correct. The physician was notified. There were no reported adverse pt effects. No medical interventions were required. It was reported that at an unspecified time, the cisplatin delivery was completed using line a of the pump and a replacement tubing set. At an unspecified time after the event, the device was removed from clinical service. Though requested, no additional info was provided.